Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. The device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, the investigation will be re-opened.

Event description:
Patient was revised for a peri prosthetic fracture, due to 2 falls. The stem and head were replaced.

Event description:
Patient was revised for a peri prosthetic fracture, due to 2 falls. The stem and head were replaced.